Event description:
It was reported an episode of false asystole was detected along with a true episode of asystole on the implantable cardiac monitor. The device was removed and a pacemaker was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).